Event description:
Customer reported: pump malfunctioning, won't stop will continue to run when food is gone, will pump air into the pt's stomach. Therapy rate "75 ml/hr" dose "inf" and formula tolerex. Injury or medical intervention reported: no, pt's outcome was stated as "good".

Manufacturer narrative:
Method: actual device was evaluated. Results: the eval included performance testing (accuracy, verification of air/no food alarm, etc.). Multiple formulas and settings were used to recreate the failure experienced by the customer. The pump performed according to spec during each run (alarmed and shut off after food was gone). The set that was used with this pump when the malfunction occurred could have contributed to this malfunction but was not returned for eval. Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to spec.